Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report when the m3501a works using the pad then the system function will show a "stop use" message. The customer consulting with the cardiac doctor at same site purposed the cause was due to a pad malfunction. There was no reported patient involvement.